Event description:
It was reported that it was unable to pace after insertion during use. The catheter was inserted from the internal jugular vein and approached to apex. It is unknown if it was unable to pace right after insertion or if the catheter was pulled back and had a problem. The catheter was replaced. There were no patient complications reported. No further details are known.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3cc limited volume syringe was returned for evaluation. Continuity testing confirmed a full open condition of the distal circuit. The proximal circuit was found to be continuous. A cut down of the catheter body was performed just proximal of the proximal electrode to expose the pacing leadwires. The distal leadwire was found to be broken around the solder joint. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 minutes without leakage. No visible damage to the catheter body, balloon or windings was observed. Balloon inflation test was performed using returned syringe with 1.3 cc air by holding the balloon under water. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. The customer report of pacing difficulty was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.